Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial articular surface provisional (tasp) exhibits signs of repeated use and has a fragment from the anterior of the post feature fractured off. DHR was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that product will be returned. The investigation is in progress. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It is reported that the device was discovered in the office broken. No adverse event or injury was indicated in the report.